Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -12.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. The lens was removed and replaced on (B)(6) 2019 for a longer length lens due to low vault. This resolved the problem. Cause of the event is reported as unknown.